Event description:
Patient's home health nurse, (B)(6) reported patient's curlin pump failed yesterday ((B)(6)2022) during patient's day 2 of 3 infusion. Different nurse was there yesterday able to finish infusion via gravity. Home health nurse said she was going to be infusing today via gravity. No adverse event reported from pump not working. Infuses were able to be completed. Pump dose not have a lot number. Patient still have pump on hand for investigation. No further information provided. Frequency: intravenously daily for 3 days every 4 weeks. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by health professional.